Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported that he thought he had an infection and seeing "cloudiness in his drain". Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) indicated that the patient was diagnosed with streptococcus mitis-oralis positive peritonitis. On (B)(6) 2015 the patient was admitted to hospital and subsequently remained hospitalized for one night. The patient was treated with 1 gram vancomycin.

Manufacturer narrative:
Sections were updated to reflect additional information received for this reported event. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler and concomitant products found no indication that the products caused or contributed in any way to the clinical event.